Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jvrh, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported having seen her healthcare provider (hcp) for follow-up and the hcp adjusted the setting to 0.07 volts in (B)(6) 2015. She never had to change settings again until over the weekend. She had adjusted it to 1.0 volts. She had a disastrous weekend because she had 2 accidents and therapy was on but it wasn't helping her symptoms. Once she increased it, it seemed to be helping. It was noted that she had started going to the chiropractor in (B)(6) 2015 and was having hard vibrations for about 10 seconds on her back and forgot about having the stimulator. She had an ultrasound, x-ray of the upper back, shoulder, and neck area, and dental work and dental x-ray done in (B)(6) 2015. No falls/trauma were related. The patient was redirected to their hcp. Relevant medical history included fecal incontinence and gastrointestinal/pelvic floor. No follow-up was required.